Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with screen. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset as instructed by technical support, after which touchscreen responsiveness returned and issue was resolved.